Manufacturer narrative:
Pump passed displacement test and self test. Software error detected alarm found in the pump history. Unable to determine the root cause, problem isolated to electronic assembly.

Event description:
Customer's wife reported via phone call that insulin pump had software error. Blood glucose was 113 mg/dl. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.